Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the unit on (B)(6) 2021 after it was no longer connected to the patient to recheck the iabp and ensure functionality. The fse ran on trainer for two hours performed all functional tests and did not observe any problems. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) ECG signal was lost intermittently and missing. Additonal information: the fse arrived on site on (B)(6) 2021 and observed that unit was connected to patient and was working properly , after discussion with the end user, the fse came to know that there was some loose contact of ECG lead wire at patient side which was reconnected by user and after that problem was resolved. However next day on 12th january when unit was free from patient , the engineer visited again to the customer to recheck the unit and to ensure functionality of machine. The customer informed that the patient connected to machine expired but it was not associated to iabp. There was no problem with iabp machine.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) ECG signal was lost intermittently and missing. Additonal information: the fse arrived on site on 11jan2021 and observed that unit was connected to patient and was working properly , after discussion with the end user, the fse came to know that there was some loose contact of ECG lead wire at patient side which was reconnected by user and after that problem was resolved. However next day on 12th january when unit was free from patient , the engineer visited again to the customer to recheck the unit and to ensure functionality of machine. The customer informed that the patient connected to machine expired but it was not associated to iabp. There was no problem with iabp machine.